Event description:
Physician was getting supplies ready to insert a femoral coolguard line. Unable to thread the wire because it was bent. Unable to straighten the wire, so another coolguard was opened and used. The patient was not harmed.